Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, error 45310 occurred and there was no video signal. Prior to the calling, the customer already tried a backup endoscope; however, the same error message occurred. The intuitive technical support engineer (tse) asked the customer to reseat the endoscope in the endoscope controller (ec) four to five times, but issue persisted. The tse asked the customer to power cycle the vision side cart (vsc) and ec/video processor (vp) and clean the endoscope connector with alcohol. After restart, site had error 45311. When the initial endoscope was tried again, which had become unsterile in the process, it worked but could not be used. The tse asked the customer to power cycle and clean the backup endoscope connector with alcohol. After restating, none of the endoscopes were giving a proper image anymore. The surgeon decided to convert to laparoscopic. The procedure was converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system was checked prior to use. The procedure was changed to laparoscopy because the camera did not work. The laparoscopy was successfully completed. The operation was delayed by about 60 minutes. There were no issues with the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The ec was analyzed, and the reported failure was replicated. This unit was installed into the test system, and it failed with error 45310 during the video test. Failure analysis found that the light engine caused the issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.